Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
One side of the cup does not open. Frequent occurrence, spending time for pre-use confirmation. There was no report of patient harm. The time of event is before use. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: when the handle was pulled hard, it would get stuck and both cups would not open. An examination of the wire moving the cups of the defective product revealed that it was interfering in the gap between the cups because the length of the part that was bent after being threaded into the cups was longer than the width of the gap between the cups. We speculate that this interference was making it difficult to open and close the cup.